Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6; h10. Visual examination of the returned product identified the device was returned with the poly insert assembled within the shell/lock ring assembly. Due to the assembled state of the device, there are no visible product markings to verify. There are minor scratches to the top flat surface of the shell and poly insert. The poly insert has minor scratches present in the i.d. As well. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing for the ringloc. Medical records were not provided. A definitive root cause cannot be determined. It was reported the patient fell; however, the cause of the fall is unknown. Per the IFU ¿acetabular prosthesis can dislocate. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component.¿. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a hip revision due to dislocation. The patient fell and dislocated their hip. The surgeon attempted closed reduction and then the cup and head separated so the patient was revised. It was reported no further information is available.